Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that they were not sure if the infection was related to the device/therapy and thought what was going on was the lead broke and was stimulating the leg down to the foot and was "probably also messing up the stimulation in my stomach" and causing burning and bleeding in the stomach. They gave patient antibiotics because they were full of infection in the stomach. Patient stated they were admitted to the hospital on (B)(6) 2025 and that morning was when they started the antibiotics. Patient stated nothing had been resolved yet because they were waiting for full system replacement scheduled on (B)(6).

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va21sud); product type: 0200-lead; implant date (B)(6) 2020; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they fell in june and landed directly on the ins site. The patient had an x-ray and CT scan of the ins site, and on (B)(6) 2025 they found out the lead was broken. The patient stated that the lead was pressing against their l5-s1. The patient stated that a manufacturing representative (rep) was notified of the issue on (B)(6) 2025. The patient spoke with the rep the following day (september 10th), and the rep asked the patient if they wanted the whole system (ins and lead) replaced since they've had it implanted since 2020. The patient agreed to have the ins and lead replaced and were scheduled to have them replaced on (B)(6) 2025. After the patient spoke with the rep, they started to have a burning sensation in their stomach that made it feel like it was on fire, and they had a little bit of blood in their urine. The patient called their doctor on tuesday (B)(6) and were advised to get to the ER. The patient said they were in the hospital at the time of the call. The patient was wondering if they might have cracked the ins when they fell on the ins site. The patient was redirected to their healthcare provider to further address the issue. The patient did not have a managing healthcare provider at the time of the call but said they would be getting a new one when they have the ins and lead replaced.

Event description:
Additional information was received from the patient. The patient reported that they had received mail from the manufacturer. The patient provided responses to the questions listed below. When asked if the hospitalization was related to the device/therapy they reported that they fell which prompted them to go to the ER and found out one of the leads was broken. They reported the issued hadn't been fixed yet. When asked what the status of the device was, they reported that they were able to figure out that the lead was broken. The patient stated that it's still in their body and would not get the new device until (B)(6). The patient repeated previously reported events that they fell in (B)(6) and broke the lead to their stimulator, and that it was stimulating their leg instead of the bladder. The patient stated that they were using the therapy in a low setting, because if it was on a higher setting, it was bad and painful. The patient also mentioned that they went to the hospital and went to the ER on (B)(6) and were admitted on (B)(6). The patient mentioned they were given antibiotics because of an infection and got out on the (B)(6). The pati ent also mentioned that they were advised to keep the device shut off periodically, but their bladder started acting up, and they had bladder spasms. The patient noted that their healthcare provider (hcp) told them to have the whole system replaced.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va21sud. Implanted: (B)(6) 2020. Explanted: (B)(6) 2025. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.